Event description:
The customer notified ocd that two pt sample ids were associated with the incorrect sample results when processing samples on a vitros 5,1 fs chemistry system and engen lab automation system. No erroneous results were reported and there was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation has confirmed that a known software condition exists in engen (B)(4) software, that if triggered by a specific sequence of events, can cause results to be associated with the wrong sample ID. The customer has three vitros 5,1 systems interfaced to the engen automation track via bypass modules. Only one of the customer's bypass modules has demonstrated the consecutive sample tag read errors that are associated with the sequence of events that caused the mis-matched results. The affected bypass module is in close proximity to multiple electrical devices, however, it is not known if electrical interference is a contributor. A review of datalogger files from multiple engen customer sites has found no occurrences of this specific sequence of events in the data analyzed to date. The investigation is on-going.